Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock. Upon review, it was suspected to be caused by sense b noise or an under-inserted electrode with sense b noise. However, the noise was not reproduced in the clinic. Troubleshooting options were discussed and recommended. Currently, the s-ICD system remains in service and no additional adverse patient effects were reported.